Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8015 ls unit failure device type: failure problem type: failure mode: case resolution: tech called in with error 600.6835 on 8015 unit which I a network error on unit needs to transfer network back onto units, tech inform me that unit is use in the pharmacy and they don't want the network on the unit so he needs to select disable network config off unit. Tech thank me for my assist.